Manufacturer narrative:
Corrections in d4: UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned, so a device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during surgery while final tightening, the plug driver tip became twisted. Another driver was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery while final tightening, the plug driver tip became twisted. Another driver was used to complete the procedure. There was no impact to the patient.